Manufacturer narrative:
Duplicate medwatch reference numbers: mw5062958 and mw5063025. (B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
Following a mechanical thrombectomy for a left mid cerebral artery (mca) occlusion, an 8f angio-seal vip was selected to close the arteriotomy. The closure device malfunctioned by not releasing after clamped, resulting in bleeding from the femoral puncture site. The patient was immediately taken to the operating room to remove the lodged device and achieve hemostasis.